Event description:
The hospital reported the vaporizer was noted to be leaking and that the pt would not wake up. No further information could be obtained. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6) data protection act 1998, pt information is considered confidential and will not be released by the hospital.